Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during the comprehensive shoulder surgery, the impactor was found fractured. The missing piece has not been located. As per the x-ray review, the fractured piece was not found in patient's body. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of the product returned. Versadial head impactor was returned for evaluation. Visual inspection show that the poly has fractured and the fractured portion was not returned. Scratches are seen on the devices from use. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.